Event description:
[Abbott ID now covid] use for covid-19 under emergency use authorization (eua): invalid at first run, positive when repeated with the same buffer sample, ran according to manufacturer. FDA safety report ID# (B)(4).